Event description:
Report received from the USA stating that the device was "coming apart". The device was being used during surgery. There was no report of pt/user injury; it is unk if there was medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).